Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic pericardial valve implanted nine (9) years, two (2) months was treated via valve-in-valve procedure due to severe aortic stenosis with impaired ventricular systolic function. A 23mm transcatheter valve was implanted in the aortic position. The valve-in-valve implant looked like excellent position on tee with good function.